Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications. See attached file for results.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 170 mg/dl and the sensor glucose was 60 mg/dl at the time of the incident. Customer reported that insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event: 64. Threshold/low suspend limit in sensor settings: 70. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer stated that sensor glucose value was 98 mg/dl and he checked his blood glucose it was 36 mg/dl and he stated so the pump didn't alarm me. Customer treated low blood glucose with orange juice and he stated it happened when patient was at work. The sensor and insulin pump will not be returned for analysis and sensor will be returned for analysis.